Manufacturer narrative:
Date sent to the FDA: 9/13/2007. Conclusion: the actual device involved in this event was returned for evaluation. Upon functional evaluation, the device started making a loud grinding noise and stopped working. The cpc coupler was found to be damaged.

Event description:
It was reported that during a gynecological procedure in 2007, the device initially started then slowed down in the middle of the procedure. The device was making a loud griding noise and then stopped working. The procedure was successfully completed with no patient consequences.